Manufacturer narrative:
Customer has indicated the product will not be returned as it is still implanted. Reported event was confirmed from x-rays provided. Product evaluation was not performed as the product was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history was performed and no previous complaints of this type were found. Root cause was unable to be determined. (B)(4).

Event description:
It was reported that the 3.8mm x 25 mm interlocking peg backed out (e.g. Migrated) from the intramedullary nail.